Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was disconnected. Reportedly, there was no damage to the infusion set tubing or luer lock. The customer successfully reconnected the luer lock connection to address the event and insulin delivery was resumed. The customer's blood glucose (bg) level was 350 mg/dl and the bg level was addressed with a bolus via the pump.